Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #14 (type ii bone). Inadequate bone quality/bone quality was involved in the event. The clinician performed a graft using purus bone. The implant was removed on (B)(6) 2013. Medical history: no significant findings.